Event description:
The manufacturer received information alleging a ventilator service required error code found during preventative maintenance (pm) on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was evaluated at the manufacturer service center. During the evaluation it was noted that the error code, communication between the host and oxygen blending module (obm) was loss (e-0349) was observed in the device's error log. The manufacturer's service technician evaluated and determined the oxygen blender (ob) printed circuit assembly (pca) board and interface pca board had caused the issue to occur on the device. In conclusion, the device's ob pca board and interface board were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the trilogy o2 pm kit, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, base enclosure case, and forty-three micron filter was replaced for preventative maintenance unrelated to the reported issue. The device passed all final testing.